Event description:
The initial reporter received questionable ise indirect na gen.2 and crej2 creatinine jaffé gen.2 results from 7 patients on a cobas 6000 c 501 module. For patient ID (B)(6) the initial na result was 152 mmol/l. The repeat result was 128 mmol/l. For patient ID (B)(6) the initial na result was 138 mmol/l. The first repeat result was 131 mmol/l. The second repeat result was 129 mmol/l. It is not known which results were deemed correct for these patients. Additional patient results occurred on (B)(6) 2022. For patient ID (B)(6) the initial na result was 125 mmol/l. The first repeat result was 115 mmol/l. The second repeat result was 138 mmol/l. The third repeat on a blood gas instrument was 135 mmol/l. For patient ID (B)(6) the initial na result was 125 mmol/l. The first repeat result was 137 mmol/l. The second repeat result was 139 mmol/l. The third repeat on a blood gas instrument was 141 mmol/l. The blood gas results for these patients were deemed correct. For patient ID (B)(6)the initial crej result was 0.46 mg/dl. The repeat result was 1.02 mg/dl. For patient ID (B)(6) the initial crej result was 0.2 mg/dl. The repeat result was 0.9 mg/dl. For patient ID (B)(6)the initial crej result was 0.88 mg/dl. The repeat result was 1.82 mg/dl. The repeat results for these patients were deemed correct. The initial results for all patients were reported outside of the laboratory. The reagent lots, electrode lots, and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) verified that the instrument washes were not working properly and the drying needle was not draining properly. The fse decontaminated the rinse arm, cleaned the ise top side, and performed needle cleaning where an obstruction was found. The wash rack, ise checks and calibration, precision testing, and controls were all performed and acceptable. The service maintenance actions resolved the issue.